Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refences number (B)(4). Event occured in austria. It was reported that patient experienced redness at infusion set insertion site on (B)(6) 2026. The insertion site was thigh. The patient was treated with antibiotics. No further information is available.